Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, it was noticed that there was no outer sheath. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, it was noticed that there was no outer sheath. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Three photos were provided for the review. The first photo shows the partial view of navarre drainage catheter where strain relief noted be missed. The second photo shows a packaging pouch in which the drainage catheter is partially visible. The third photo shows a clinician holding a syringe attached to an implanted drainage catheter. The catheter hub is highlighted with a red circle, indicating absence of strain relief. Therefore, investigation is confirmed for the reported non-standard device issue for one device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.